Event description:
There is no patient impact associated with this complaint. It was reported that the pump became warm to the touch at the same time the pump emitted multiple replace battery alarms. There was no bodily injury due to the temperature. This complaint is being reported because the issue was not resolved at the time of the complaint.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported issue of the pump overheating. The pump was rewound, loaded, and primed with no heat. The pump was exercised 24 hours at 1u per hr basal rate with no heat. There was visible moisture in the display and the pump failed a leak test due to display lens leak. Removed pump from case and disassembled pump. The force sensor plate was corroded; there was corrosion on the connector for power supply and on other parts and boards. Black box did not show evidence of short battery life: there were several call service alarms not low enough to trigger a replace battery alarm and a secondary error code for a post delivery motor power supply fault.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.